Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-nov-2017 with the following findings:. A review of the black box showed unexplained power on reset events. The battery compartment was cracked above and below the bumper pad. Corrosion was found in the battery compartment. The battery cap was not returned. A test battery cap fit to maintain an electrical connection. The pump was run for 24 hours and no power on resets were duplicated. No further evidence of moisture was found on the printed circuit board or internal components. No damage was found to the printed circuit board.